Event description:
It was reported that hydromorphone (dilaudid) was used in the pump, and the pump had to be replaced. Reference MFR report # 6000030-2012-00096 for reported symptoms first experienced with patient's previously explanted pump. The timeline of the patient symptoms referenced and outcome in relation to this pump replacement were not clarified, but it was reported that the patient experienced symptoms after this pump replacement. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709 lot# l56463 serial# implanted: 1999-(B)(6) explanted: 2010-(B)(6) product typ catheter. (B)(4).